Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a remote monitoring system. The patient did not receive therapy due to oversensing. The device was reprogrammed and the oversensing was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.